Event description:
It was reported that the system workstation was not booting up and there was a communication error. There is no report of pt injury death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.